Manufacturer narrative:
Concomitant medical products: d334drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained tachycardia and increased counts to the sensing integrity counter (sic). Additionally, oversensing and noise were noted on the rv lead along with high impedance values. The lead was explanted and replaced. No patient complications have been reported as a result of this event.